Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h4, h6, h11. Corrected fields: a2, a4, a5, a6, b6 and b7. The device was returned to olympus for inspection, and the customer's reported failure of "unknown connection error" was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the image blacks out during angulation with noise. Based on the results of the investigation, no problem was detected that led to the unknown communication error. Additionally, the image black out during angulation with noise found during device evaluation was likely cause by defect of an electrical component. However, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The unknown scope communication error occurred during setup, prior to the procedure. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the scope had a connection error. No harm reported.